Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type :programmer, patient. Product ID: 3 093-28, lot# va071ff, implanted: (B)(6) 2013, explanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The consumer reported her implantable neurostimulator was removed because her body rejected it and it was not deep enough. She had a new device implanted in 2014. No further information was provided. If additional information is received, a follow up report will be sent.